Manufacturer narrative:
Conclusion: driveline cable was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all re quirements for release. The reported event of "high power alarms and electrical fault alarms" was confirmed via log files which revealed 1 electrical fault alarm with a fault status '0x0200' indicating 'sys_rear_over_current_trip' recorded on (B)(6) 2017 at 01:08:06. This alarm was likely the result of the driveline wires making contact with each other leading to an electrical short of the rear stator. 3 additional electrical fault alarms with a fault status '0x8000' indicating 'sys_front_over_current_trip' were recorded on (B)(6) 2017 at 01:10:20, 02:28:25, and 02:30:11. These alarms were likely the result of the driveline wires making contact with each other leading to an electrical short of the front stator. 2 high watt alarms were also logged on (B)(6) 2017 at 02:28:26 and 02:30:13 following the electrical faults as a result of the pump running on a single stator. The fourth electrical fault alarm did not clear immediately leading to single stator operation through the last data point available on (B)(6) 2017 at 08:54:36. On-site inspection revealed visible damage on the yellow and black conducting wires. A driveline splice repair was performed at the site on (B)(6) 2017 to mitigate the reported conditions. No further alarms were noted following the splice repair. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, the most likely root cause of the electrical fault alarms can be attributed to an electrical short as a result of the damaged yellow and black wires.

Manufacturer narrative:
Updated narrative due to additional information received : a report was received that a patient experienced high power alarms followed by electrical fault alarms. He came to hospital where his controller log files were analyzed. The site further reported that there was visible damage on the yellow and black wires of the patient's driveline (dl). Of note, the patient was born in (B)(6) and he had been implanted when he was (B)(6). The site was unable to specify how the damage had occurred. The field engineer noted that the patient's driveline (dl) wires were broken and/or cracked and confirmed the reported visible damage on the yellow and black wires. He/she further noted that the pump was running on the rear stator only. The patient was admitted to hospital where a dl splice repair was performed on (B)(6)2017. This intervention included a 20 second pump stop. This repair involved a 20 second pump stop and is reported to have required medical intervention. The patient was reported to be stable post-procedure. He was discharged home on (B)(6) 2017 in stable condition. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. According to the instructions for use (IFU), practitioners are to provide instructions on how to properly handle the connector and driveline during tunneling, placement of the rubber driveline cover and connection to the controller. In addition, the IFU and patient provide instructions on the proper care of the driveline including regular inspections for kinks, tears, breakdown of any material or other damage. These instructions also include a warning to report any damage to the manufacturer for inspection. The IFU also states that the safety and effectiveness of this device in persons less than 18 years of age have not been established. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Hvad pump driveline remains with patient.

Event description:
A report was received that a patient experienced high power alarms followed by electrical fault alarms. He came to hospital where his controller log files were analyzed. The site further reported that there was visible damage on the yellow and black wires of the patient's driveline (dl). Of note, the patient was born in (B)(6) 2011 and he had been implanted when he was (B)(6) years old. The site was unable to specify how the damage had occurred.  A field engineer reported that the patient's dl wires were broken and/or cracked. A dl splice repair was performed. This repair involved a pump stop and required medical intervention. Post-procedure, the patient was reported to be stable and as of the date of this report, he remained hospitalized. No further information has been provided.

Manufacturer narrative:
After further review of additional information received have been updated accordingly. (No code available chosen since the patient required unspecified medical intervention), please remove code from previous report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.